Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 102.

Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (service code 102) was isolated to a defective q2 component. The monitor did not pass incoming functional testing. The root cause for the defective q2 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.